Manufacturer narrative:
This device remains implanted at this time. Should additional information become available, our report will be updated.

Event description:
Boston scientific received information that this patient¿s physician expressed concern that this device, which was attempted to be retrieved from hospital inventory as a precautionary measure due to a test artifact during a manufacturing test, was implanted in this pacer dependent patient. A boston scientific medical advisor contacted the physician and recommended performing five manual capacitor reformations to confirm device functionality and charge times. The capacitor reformations confirmed that charge times were appropriate. There was no indication that device functionality was impacted and the device is performing as expected. The boston scientific medical advisor confirmed that there is no evidence that pacing therapy would be affected by this observation and no further device intervention was required. The patient has not required shock therapy to date and the physician was reassured by the appropriate charge times. Current analysis of the test artifacts indicates that there is no immediate risk to patients with implanted devices and there have been no reports of unusual behavior in any of the implanted devices at this time.